Manufacturer narrative:
Original MDR no: 2954323-2014-00867 omitted the serial number ((B)(6)) and additionally omitted the date when the meter was returned (07/24/2014).

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strip lot no: 1353319 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The adc readings of 98 mg/dl and 145 mg/dl were plotted on a parkes error grid and fell into the "b" zone, showing the difference in values is not considered to be clinically significant. Additionally: a review of the meter's internal memory log failed to locate any readings received in april, 2014. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he received the following readings from his adc blood glucose meter, which were higher than a subsequent reading obtained by a paramedic: 98 mg/dl at 2:30 pm, 145 mg/dl also at 2:30 pm and 113 mg/dl at approximately 2:50 pm. It was further reported the customer felt his "arms and legs shut down" and he was talking "goofy". Customer also noted he lost consciousness "for like 15 seconds". Customer's niece gave him candy and called the paramedics. Upon arrival the paramedic's received a reading of 46 mg/dl, which was reportedly received approximately 10 minutes after the adc reading. Customer was treated with glucogel and "saline fluid" and transported to a local healthcare facility where he reportedly received the same treatment. Customer did not know specifically what he was diagnosed with, but thought it was "low sugar". Additionally, customer's glipizide dose was decreased to 2.5 mg. There was no report of death or permanent injury associated with this event.